Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, all conductors had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted and visual analysis noted apparent explant damage.

Event description:
It was reported that the lead did not stay in the vein. The lead was explanted two months after implant and replaced. No patient complications have been reported as a result of this event.